Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the audio bolus button and plug were detached from the pump with the internal contact being exposed. There was no evidence of contamination or other anomalies found. The display screen was blank during startup, but had audio and vibration. The pump was opened and there were no signs of damage observed. The screen was re-inserted to confirm the flex was correctly seated and the display then functioned properly after re-insertion. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that audio bolus button was detached from the pump and the display screen was blank. This report is made based on results of investigation completed on (B)(4) 2014.